Event description:
On (B)(6), 2011, a doctor alleged that he experienced a problem involving the discoloration of teeth when he used tempbond clear with triclosan. Before applying tempbond clear with triclosan the dentist used a retraction solution containing iron sulfate.

Manufacturer narrative:
The dentist removed the discoloration with a bur, then he completed the procedure using a product for permanent cementation. The patient is fine.it was alleged that the discoloration is a result of a reaction between tempbond clear and the retraction solution used by the doctor which contained iron sulfate; however there is currently no evidence to confirm that this issue is related to the iron sulfate. The doctor did not return any of the product involved nor did he provide any lot numbers; therefore, no further evaluation could be conducted.